Event description:
It was reported that after a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps was broken. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps insturment to perform failure analysis. The instrument was analyzed, and it passed energy recognition, however, fails to deliver energy. The instrument failed continuity test for one of the grips. No obvious damage was seen on the conductor wire at the distal end through visual and microscopic inspection. The housing was removed, and no residue or contamination was found on the eiib board pins that could cause a break in the circuit for the grip failing continuity. The instrument was disassembled, and it was confirmed that the conductor wire had broken at the proximal end, near the internal hypotube-cable junction. The internal hypotube junction is within the main tube, near where the main tube meets the lower chassis.